Manufacturer narrative:
The reported over infusion of propofol was not confirmed or replicated. Log analysis showed the infusion was programmed remotely, on 10 nov 2018 at 4:40 am. The initial rate was noted at 12.135ml/h, instead of the alleged 7.5ml/h described on the reported complaint. Approximately 15 minutes after the start of the infusion, the dose was changed from 25mcg/kg/min to 20mcg/kg/min, subsequently changing the calculated rate to 9.708ml/h. At 1:28 pm, an air-in-line alarm occurred. It was suspected to be the time when a new bottle of propofol was hung. At 1:31 pm, an additional 80ml was programmed and the infusion was restarted. After infusing for 17 minutes, an air-in-line alarm occurred. The pump module was paused and channeled off minutes later. Although the infusion rate was 9.708ml/h and not the expected rate of 7.5ml/h, the rate difference was not the source of the reported over infusion. Testing and inspection of the returned system, (pc unit, pump module and IV set), found no malfunctions and the pump module to be infusing within specification. The root cause of the reported over infusion of propofol was not identified.

Event description:
The customer reported that more propofol infused than expected, and requested an investigation to determine if a programming error occurred. The ICU profile was used with an expected rate of 7.5 ml/hr for a 80.9 kg patient. Prior to the event, the propofol had infused without issue and the bottle was almost empty. While the primary rn was attending to another patient, a covering nurse responded to the pump alarm and hung a new bottle (1000 mg in 100 ml). No rate changes were reported by the covering rn. The primary rn returned to the room and discovered that the new bottle had infused approximately 100 ml over 20-30 min. After the event, the patient was hypotensive for one hour, was monitored, and no other medical intervention was necessary. The patient¿s condition stabilized, and he was discharged from the hospital on 12/10/2018.

Manufacturer narrative:
Concomitant medical products: (3)8100;8015;2426-0500;(3)pri tubing;100ml vial fresenius kabi ndc 63323-269-65, lot number: 16me0845, exp: 04/2020; diprivan; therapy date: (B)(6) 2018. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that more propofol infused than expected, and requested an investigation to determine if a programming error occurred. Prior to the event, the propofol had infused without issue and the bottle was almost empty. While the primary rn was attending to another patient, a covering nurse responded to the pump alarm and hung a new bottle (1000 mg in 100 ml). No rate changes were reported by the covering rn. The primary rn returned to the room and discovered that the new bottle had infused approximately 100 ml over 20-30 min. No patient harm was reported.